Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was determined to be a manufacturing defect. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
The reported condition was identified in the baxter (B)(4) facility. An intermate device was rejected and not released to the marketplace. The sample will be forwarded to the device manufacturing facility. A ruptured balloon was observed after filling with total volume of 80 milliliters of an unknown drug. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. There is no further complaint information available.